Event description:
Patient reported dog chewed through the tubing. The line as tied in a knot to stop flow. Anesthesia instructed the patient to discontinue the pump altogether and pull the catheter. Patient was in so much pain, they "went into the ER and they ended up reinserting a new catheter and pump". Patient was on alternative pain management in the interim. So the patient went approximately 16 hours without the pump. Medication being infused was unknown.

Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device was discarded.